Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer called baxter's technical service center regarding a small leak that she found in the patient line right as she was trying to reprime the patient line. The home patient (hp) stated that she is trying to start over with new supplies, but is having a hard time removing the cassette. The technical service representative (tsr) walked hp through ending therapy procedure. The hp ended therapy and will start over with new supplies. During follow up by baxter the hp stated she observed that there was a pinhole leak coming out from the middle of the patient line before use. She stated that her cat may have gotten a hold of the patient line and bit through it. She stated that she normally does not have her cat in the room, so she is not sure but stated that may be the reason why. She stated that she only observed the leak that one time and called for assistance right away. She stated that since then, therapy is going well and haven't had any leak issues. She reported no injury or medical intervention.